Event description:
Dealer alleges that the end user was backing up at one time the went forward and attempted to come to a stop when the (B)(4) power chair continued to move forward ramming her front rigging into the wall resulting the front rigging no longer locking into place.